Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to product performance issue. A new lv lead with a different model was placed. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to product performance issue. A new lv lead with a different model was placed. No adverse patient effects were reported.